Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 60 mg/dl at the time of incident. Customer stated that the reservoir was not able to lock into place. Customer stated that the insulin pump had stuck button error alarm. Customer states they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).